Manufacturer narrative:
The investigation for the reported aic - display issue has been completed. The product was returned, and the issue was confirmed. The root cause of the aic issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella device for mechanical circulatory support. The staff reported that the console revealed a abnormal placement signal and lv waveform ¿ at the top of the box, causing difficulties in monitoring the placement of the impella. The aic console was switched and the issue was solved. Additional information was provided that noted the patient expired.